Manufacturer narrative:
H.6. Investigation: when the actual product received was checked, liquid leakage was observed from the q site and the joint between the three-way stopcock. No abnormality such as breakage or deformation was found in the bonded part. In addition, no abnormalities were found in this product in all past shipping tests (the relevant jis airtightness: 150 kpa, no water leakage when pressurized for 15 minutes. * n = 8 sampling). This event was presumed to be due to the fact that no damage or deformation was observed and liquid leakage occurred, and that the q site parts were not fully tightened by a specific worker during the manufacturing process. This event is the first occurrence. DHR could not be performed as the lot# is unknown. We will introduce a special jig when tightening the q-site parts, and always tighten with an appropriate constant force. If you find any abnormalities, please stop using the product and replace it with a new product. H3 other text : see h.10.

Event description:
It was reported that ext/red/1cq/mq/std/20cm leaked. This was discovered during use. The following information was provided by the initial reporter: customer reported that saline leaked during priming. It may occurred from the connection of the stopcock and the ex-tube. Please investigate around stopcock.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext/red/1cq/mq/std/20 cm leaked. This was discovered during use. The following information was provided by the initial reporter: customer reported that saline leaked during priming. It may occurred from the connection of the stopcock and the ex-tube. Please investigate around stopcock.